Event description:
It was reported to vyaire medical that the exhaled tidal volume (vte) on the avea ventilator reads 550 ml on the screen and on the analyzer when set at 500. It was also stated that the inhaled tidal volume (vti) reads 534 ml. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.